Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
''Us legal'': it was reported that after the patient underwent second revision surgery of the left hip due to recurrent infections on (B)(6) 2019, the patient´s infection persisted and required third revision surgery. According to the operative records provided, a trial smith and nephew device was placed in the left hip as if it was a cement spacer on (B)(6) 2019 and this usage would correspond to off-label use of the device. During the third revision surgery, the femoral and acetabular components were explanted and replaced with competitor's devices.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that with the information provided the clinical root cause of the ¿persistent infection¿ and subsequent revision cannot be confirmed. It cannot be concluded the ¿persistent infection¿ is related to a mal performance of the implant. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.